Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their blood glucose level had been running low. Their health care professional advised them to adjust the basal amount by half. The customer's blood glucose level was 50 mg/dl. The customer was assisted with setting up the insulin pump's basal rates. The customer declined troubleshooting for the low blood glucose. The device will not be returned for analysis.